Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 407652, lead; implant: (B)(6) 2009; model: 419488, lead; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was alerting/beeping. Upon interrogation it was discovered the right ventricular (rv) lead was experiencing high/erratic svc coil impedance levels and high/fluctuating rv coil impedance levels. An x-ray revealed an rv lead connection pin issue. An intervention was completed and the lead connector pin was reseated into the device header. No patient complications have been reported as a result of this event.